Event description:
During a coronary drug eluting stenting treatment procedure, two shaft fractures occurred. The calcified, 90% stenosed complex lesion was located in the tortuous proximal to mid left anterior descending (lad) artery and the first, second, and third diagnonal (dx) artery. A wire was positioned and the ostium of dx1 and dx2 was predilated with an unk size balloon. The physician went on to predilate the lesion in the main branch with multiple inflations. While advancing the taxus express2 3.0x32mm drug eluting stent to the lesion, the shaft of the stent delivery system broke. The physician indicated he was "gently pushing" when it broke. The physician then tried to use a taxus express2 3.0x16mm drug eluting stent and it "broke in the same way." The procedure was successfully completed with a coroflex blue stent. No pt complications were reported. Pt status is satisfactory.